Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the line in ICU 214. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the side rail latch assembly was dirty and missing an e clip. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2007-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the e clip and cleaned the side rail latch assembly to resolve the issue. Based on this information, no further action is required.